Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. H11: h2: corrected data on h6 (health effect - impact code).

Event description:
It was reported that, after a right patella fracture incision and reduction internal fixation, using a twinfix ultra device, the patient was found to have ulceration at the distant end of the wound which was diagnosed as internal fixation rejection. Therefore, an incision was made to remove the internal fixation, and postoperative anti-inflammatory drugs were applied, and the wound healed well. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).